Event description:
Customer reported unexpected negative reactions when testing a known anti-cw positive patient sample with capture-r ready screen 4 (crrs 4). The sample was re-tested with crrs 4 and again resulted negative.

Manufacturer narrative:
The capture-r ready-screen (4) assay was performed manually using crirc lot (B)(4), exp-date 2011-09-01, liss lot (B)(4), exp-date 2011-12-17, capture-r positive control lot (B)(4), exp-date 2012-04-24, and capture-r negative control lot (B)(4), exp date 2012-04-15. For comparison, stripes of crrs (4) lot k293 and two other lots of crrs 4 were investigated. Capture-r controls, a negative in-house donor sample and the 1:2 diluted anti-cw micro reagent lot(B)(4), used as positive control, exhibited the expected reactivity with clear negative or 4+ reactions. Customer submitted patient sample reacted 1+ with the cw positive cell 1 of all three lots of crrs 4 and negative with the cw negative cells 2-4 of all three lots. The customer issue was not reproduced; the anti-cw antibody in the submitted patient sample was detected although it is of very low concentration.